Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. During unpacking of a 2.25x20mm promus element¿ plus drug-eluting stent, it was noted that the proximal end of the stent struts was deformed. The device never entered the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.